Event description:
Pt ID: (B)(6); on (B)(6) 2001, he received a left total hip arthroplasty with zimmer hybrid components. They were a trilogy cluster socket 600, heritage standard offset alarm #14 with a 11mm tip centralizer, osteobond cement, with tobramycin, longevity 28mm internal diameter polyethylene liner, and a 28mm +0 versys cocr head. On (B)(6) 2003, he received a right left total hip arthroplasty, which also consisted of zimmer components. The components include trilogy acetabular system longevity crosslinked polyethylene standard liner 32mm ID, 60mm od trilogy socket, versys heritage cemented size 14 stem with a 12/14 neck taper extended neck offset, 11mm distal centralizer, and a 32mm+0 cocr versys head. On (B)(6) 2015, his urine cobalt level was 6.1 mcg/l. On (B)(6) 2015, his serum / plasma cobalt level was 1.1 mcg/l. He developed endocrine / thyroid problems in 2012 for which he began taking medication. Thyroid problems are concerning for possible cobalt thyropathy. Both artificial hips looked sound on plain x-rays, and as of 2014, pt had no complaints regarding the hips. FDA safety report ID# (B)(4).